Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained:- can you identify the lot number of the product used? Unk what is the procedure name and date? Unk when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). (B)(6). The needle broke when it was held by the needle holder, so no piece fell into the surgical field, it fell on the instrument table. The fallen needle tip has been retrieved and already been discarded. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former labeled with product code 632 and batch number 1020rp, and a segment of suture inside a plastic bag. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the mre for the potential lot number for the device involved in the event was not provided, therefore the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by a sales rep that, at the swage part of the needle was broken soon after use. No pieces were left inside the patient. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.